Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to inaccurate readings of high blood glucose levels. The blood glucose reading was 565 mg/dl. The customer stated that he had been hospitalized 3 times in the past 2 months. He stated that he was also in the emergency room with a low blood glucose reading in the low 20 mg/dl range as well. The customer stated that he was advised by his doctor to use the bolus wizard beginning 2 months prior, and he stated that he had been experiencing issues ever since then. The customer reported that there was something wrong with the glucose meter. Nothing further reported.